Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crack opening, delamination, fold crease, wear abrasion, an opening, and brown particles. A leak test was performed which found delamination on the diaphragm valve and a crack opening on the diaphragm valve. A microscopic analysis was performed which identified delamination on the diaphragm valve, and a striated edge opening consistent with the use of a surgical tool. Based on the device analysis, the final assessment is delamination of the diaphragm valve assessed as adhesive failure, a crack opening on diaphragm valve due to a cracked valve seat diaphragm valve, and a striated edge opening on the anterior side due to surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.